Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 182 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for hardware low level failure alarm and it was observed that the hardware low level failure alarm reoccurred second time. Customer was able to complete pump rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in pump history file due to a broken trace at keypad assembly.